Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-march-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that one of the leak valves was not opening correctly. The fse also found that the stator face and small syringe needed to be replaced. The fse hba1c quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for error 101 pressure low was the valve was sticking and the dirty stator face.

Event description:
On (B)(6) 2016, a customer reported error 101 pressure low on the g8 instrument. The customer drained the flush and primed the reagents but the pressure was still low. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.